Manufacturer narrative:
Date sent to the FDA: 7/2/2008. White blood cell increase occurred. - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2008-00502. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a laparoscopic gynecological procedure on an unknown date. The surgeon implanted the adhesion barrier during the procedure. The surgeon noticed an increase in the pt's white blood cells. Resulting in the pt remaining in the hosp for four to five days on intravenous antibiotics.